Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an out of hospital cardiac arrest. They received 40 shocks for ventricular tachycardia/ventricular fibrillation. Low flow alarms started at 1349 at home prior to emergency arrival. The patient arrived to the emergency room (ER) on a lund university cardiopulmonary assist system (lucas) and was transitioned to extracorporeal membrane oxygenation (ECMO). Throughout the resuscitation the flows on the ventricular assist device (vad) were intermittent between 0- 2.7 l/ min. The patient went to the operating room (or) after for a vascular repair and continued to have intermittent flows between 0-1.5l. ECMO flows were 2.3-4.3. Log files were sent for during ER resuscitation and then during the or. The event log from the ER shows the start of low flow events at 1349 on (B)(6) 2025 starting out as intermittent but increasing in frequency in the 2¿oclock hour yesterday with flows noted as low as 1 lpm. The pulsatility index (pi) values were noted on the low side and routinely in the 1-2 range. The event log file from the or captured flows values at zero or near zero for the whole data capture. The fixed speed was lowered to 3800 rpm with pi values ranging from 4-10. This would disable flow estimation functionality when there are lower speeds (3800 rpm) with high pi values. It was noted that this may have been a normal thing to see in an or setting but it was possible that the flows reflected in the log file may have not been accurate.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this investigation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow alarms could not conclusively be determined through this investigation. The submitted controller event log files collectively contained events from 01oct2025 through 06oct2025, per the timestamps. The log file captured several low flow alarms as well as numerous low flow fault flags that were not sustained long enough to activate a low flow alarm. Additionally, low speed advisory alarms were captured throughout (B)(6) 2025 due to the set speed being set below the low-speed limit. Decreased flows associated with the reported surgical procedure were also captured in this day. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.